Event description:
Initial (21-feb- 2026): this serious case reported via amazon review refers to a consumer whose gender, age, medical history, concomitant medications and allergies were not reported. The consumer used the dentek ultimate dental guard for an unknown indication and woke up with a chipped tooth and felt like jaw was off. This case outcome is unknown. Meddra version 28.1. Expectedness: tooth fracture: unexpected malocclusion: expected. According to the company reference safety information.